Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, hospital nurse requested assistance programming a temporary basal rate on the infusion device and reported patient was in the intensive care unit due to hyperglycemia and diabetic ketoacidosis. Nurse was advised how to program a temporary basal rate. Company representative requested additional information, and the nurse disconnected the phone. Three attempts were made to contact the patient, and she was also sent a letter requesting follow-up. No additional information was provided, and no product will be returned for evaluation at this time.